Event description:
It was reported that during service testing at the manufacturer the loaner core universal driver ran in safety mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Internal components were replaced and the unit was returned to stryker loaner stock.